Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device reportedly was powering itself off and on. There was no indication that this occurred during any patient use. No additional information of the reported event has been provided to physio-control.